Manufacturer narrative:
No deviation in device production process has been identified. The device analysis was not performed because the reportable information was unknown at the time of repair. The customer receives a free-of-charge replacement of the faulty cshell earpiece. Reported adverse event known and documented in the labeling.

Event description:
The patient has been using phonak audéo b90-r hearing aid with a custom cshell earpiece. Cerustop bushing of the earpiece got disengaged from the cshell while in use and remained in the patient's ear. The patient required medical intervention under general anesthesia to remove the part from the ear. General anesthesia was required due to the fact that the part was located too close to the eardrum in the ear canal. The patient did not suffer any injury as the result of this event. The patient has successfully recovered from the intervention and resumed the use of the device.